Event description:
Rptr c/o severe joint pain, fatigue, swelling of joints, metal taste in mouth, getting up in morning, or riding in car, is very crippled up, can hardly walk. She has no strength in her hands, can't walk to do any shopping, has hard time doing simple housekeeping tasks, walking stairs, sewing.